Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a planned removal of a tomofix plate and a screw was cold welded to the plate. Surgeon was using a screwdriver that became deformed. Surgeon then used a drill bit to remove the screwhead and an extraction screw to remove the remainder of the screw. All the screw was removed, however, it left a 9mm hole in the pt's tibia. Surgeon completed the procedure by using bone graft. This is 3 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.